Event description:
It was reported that no capture issue was observed on the lv lead during a device implant procedure. Patient experienced peripheral nerve stimulation. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported event of no capture was confirmed. Visual examination showed ring electrode cable was broken and separated at 2.9 cm from the connector pin. No shorts were found between any conductor paths and the hi-pot test passed between all the conductors. The cause of the reported event was isolated to the broken and separated ring electrode cable.